Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on his insulin pump whilst trying to prime the device. His blood glucose was 121 mg/dl at the time of reporting. After troubleshooting, the device was primed with out issue. No equipment was returned. No additional information was reported.